Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign matter was attached to the "light guide (lg) lens" and "sub-water supply channel", but the foreign matter could not be identified. The event can be detected/prevented by following the instructions for use which state: I) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Ii) gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the jet tube and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.